Event description:
This report is to advise of a fracture with a protruding component found in the catheter during investigation. During the left ventricle pvc procedure, after the catheter was inserted into the left ventricle via the transaortic approach, it was noted there was noise present on both the ensite x and recording system. The cables were reseated on both the proximal and distal ends, but the issue was not resolved. The cable was then exchanged, but the issue was still not resolved. The catheter was then exchanged, and the procedure was completed with no adverse consequences.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 3 and 14 read as open circuits, consistent with the reported event. Electrode rings 3 and 14 were displaced and the respected conductor wires were fractured proximally to the weld joint on the electrode ring, consistent with the open circuit detected. The wire was noticed to be protruding from the paddle material proximal to electrode 14. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrodes and fractured conductor wires remains unknown.